Manufacturer narrative:
D11 and section d information correction: the following information was previously included in error and does not pertain to this event: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010. Ubd: 13-jul-2012, and UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8781: serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 87 09sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #:(B)(4), ubd: 15-oct-2015, UDI#: (B)(4) ; product ID: 8709sc, serial/lot #: (B)(4), ubd: 13-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving saline of an unspecified concentration at an unspecified dose rate via an implantable pump for spinal pain. It was further noted that their pump previously administered fentanyl prior to the pump having been filled with saline around february. The other medication the patient received was ketamine. Therapy dates, drug concentrations, and dose rates regarding fentanyl and ketamine were not specified. It was reported that the patient was experiencing kidney problems. Their kidney had flipped and before they would treat, the patient was told that he had to have the pump removed. The patient was in the process of getting surgery scheduled. It was also noted that the patient had a lot of metal in his spine and was diagnosed with spinal stenosis. It was further reported that a catheter event occurred. Information was requested about crystals as the patient had a myelogram, and the fluid wouldn¿t go anywhere. No patient symptom was reported. The patient was to follow-up with their healthcare provider. The date of the event was unknown (day, month, and year unknown; the myelogram was performed 2.5 years ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.